Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the v60 ventilator had no air intake. The device was not in clinical use when the issue was observed. No patient impact and/or harm was reported. No user impact and/or harm was reported. This investigation is ongoing.

Manufacturer narrative:
H10/11: additional details were provided during follow up. The problem codes were updated to match malfunction reported. The key market (km) representative reported that the customer's v60 ventilator displayed a "low tidal volume" error code. A follow up was performed with the km; however, no further details were provided on the event. No tests were reported to have been performed to replicate and/or determine the cause. Insufficient information was available to determine the resolution of the event. The km representative reported that the customer declined to have the device repaired. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The device was reported to not have been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.